Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report #: 3006705815-2019-00437. It was reported the patient experienced a cerebral spinal fluid leak during an scs implant procedure. It was also reported that shortly after the scs implant procedure the patient passed away. The cause of death is unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00437.